Event description:
It was reported by the patient that she is experiencing uncomfortable sensations. Testing was carried out which showed increased impedances on all electrode channels. The patient was re-implanted in early 2009.

Manufacturer narrative:
The device has been explanted and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.